Event description:
It was reported that the patient experienced incontinence with his sling device. He underwent a surgical procedure to implant a new artificial urinary sphincter (aus) device without any adverse patient effects.